Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to be retracted and extended. The measured full helix extension was within specification. The reported event of failure to retract the helix was confirmed. The cause of the helix retraction issue was isolated to the helix clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of loss of capture and oversensing due to lead dislodgment were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of capture and oversensing due to noise was observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed dislodgement of the ra lead. The ra lead was replaced to resolve the event. The patient was stable.